Event description:
The complainant reported during an impella cp implant to a patient with acute myocardial infarction/cardiogenic shock for mechanical circulatory support (mcs) the impella cp device was unable to connect to the automated impella controller (aic) despite multiple attempts. Per the reporter, the impella cp device was connected according to standard practice. Once the pump was connected yellow to yellow and was primed, the white cable was connected to the aic. However, the aic did not detect the pump. Several disconnects with reconnects were executed without success. Care was taken to assess the connection cable for moisture as well as the pump terminal, and both were dry, appeared to be in standard configuration. The case was cancelled and restarted. The purge tubing was reinserted; however, again the pump was not recognized. Consequently, the impella cp device was replaced, connected to the aic and was recognized in standard fashion without an issue. There was no patient harm as a result of this event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. H.10 related report number was added. The product with event logs were received and the investigation was completed. Device history review was completed and the pump passed all post-sterile inspection checks. Clinical details stated that when connected to the automated impella controller (aic), the impella cp was not recognized. No alarm was reported. A new pump was connected successfully. Log review showed the console telling the user to connect the pump but there was no further activity. The new pump was connected successfully instead. The pump was returned and evaluated. There was no visible damage to the plug or rest of pump. The pump was successfully recognized by two separate lab consoles. The pump was connected under different scenarios i.e. Bending the cable/plug before connection, plugging in during case start, plugging in outside of case start, and repeatedly plugging and unplugging. The pump was detected without issue each time. No defect was found with the pump. Upon review of the returned pump and logs, it is apparent that the console is the potential cause of the issue. H6: investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the report on the automated impella controller.

Manufacturer narrative:
Additional information noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly.